Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had two falls preceded by lightheadedness. The patient's spouse assisted them to the floor. There was no loss of consciousness or head injury. The left ankle and foot were noted to be edematous though x-rays were negative for fracture. The patient was admitted for dizziness. The patient was discharged on (B)(6) 2022 without any additional events during the admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.